Event description:
Complainant alleged that while attempting to treat (B)(6) female patient, the paramedic received an electrical shock from the defibrillator when touching the baseplate. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction and did not indicate that there was any adverse effect to the paramedic from the electrical shock.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.